Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had depleted and was able to charge it back up but since then had only felt stimulation on the left side and not the right. The patient did not have any falls or trauma related to this issue and stated that they had not needed to use the stimulation therapy as often as they used to. The patient had symptoms "back issues" during the event. The indication for use of the device was noted as post lumbar laminectomy syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.